Event description:
The splines of the ablation catheter inverted while in the patient. There was no reported harm to the patient. Vendor notified. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).